Event description:
Patient developed severe pulmonary hypertension and right-sided cardiac failure progressing to cardiac arrest immediately following placement of bone cement and insertion of femoral component of hip. Other devices temporary related to event: zimmer bone screw, zimmer acetabular liner, osteonics hip stem, & osteonics morse taper headinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.